Event description:
On (B)(4) 2012, customer reported that the bottom of the reaction wheel was wet on the dxc 800 pro instrument. Customer stated that they were also getting "cuvettes failing water blank" errors, along with photometer and reaction wheel temperature errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified and replaced the occluded wash manifold probe #1. This resolved the issue, and no further leaks and errors were reported.

Manufacturer narrative:
(B)(4).